Manufacturer narrative:
One device was returned for repair. No applicable service history found. No applicable event history logged. Reported complaint that didn't pump any of the medication even though the device said that it was pumping, could not be confirmed through accuracy tests. First accuracy test: 19.8 ml. Second accuracy test: 19.6 ml. Third accuracy test: 19.6 ml. Device passed all verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump didn't infuse any of the medication even though the device said that it was infusing. The patient was not harmed and no adverse effects were noted.